Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on etco2 unit serial # (B)(4). Case resolution: tech called in for help on etco2 unit error code 570.6500, which has to do with etco2 board on unit will have to be replace, confirm part number with price quote without tax, also confirm level one repair services. Tech will get po# and call back to setup unit for services repair. Tech thank me for my assist.